Manufacturer narrative:
Concomitant medical products: product ID 8709sc, serial# (B)(4), implanted: (B)(6) 2010. Product type: catheter. (B)(4).

Event description:
It was reported that the patient had a motor stall following an MRI earlier that day. At the time of report, no recovery had occurred, but the reporter would continue checking for recovery. It was noted that the patient was "fine" and the MRI was needed for an unrelated reason. The drug used in the system was gablofen.

Event description:
Additional information received reported the pump was used to deliver lioresal. The cause of the event was a magnetic resonance image (MRI). The motor stall recovered after between 1.5 and 2 hours. The patient was not hospitalized and there was no injury as a result of this event. It was later reported the motor stall recovered after 2.5 hours.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).